Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer and health care provider reported that the patient had a ¿weird sensation¿ and pain near the implantable neurostimulator (ins) site when in a tanning bad. When contacted for follow up, the healthcare professional reported that the patient did not contact their office with any concerns or to report the issue. Multiple attempts were made to contact the patient without success. It was noted that the last office visit by the patient was on (B)(6) 2014. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed. Additional information received from the consumer reported that the patient had severe pain at the implantable neurostimulator (ins) site on the right side and had pain on that whole right side including belly, hip, leg, and groin pain. The patient couldn¿t lie on their back because it hurt since (B)(6) 2013. The ins protruded and was sideways and flipped around and it was always like that since implant, but gradually got worse and more noticeable over time. It caught on the patient¿s pants and hurt when they were sitting to drive. The patient fell on the ice in winter 2013 and their symptoms returned after fall including leaking, spasms, urgency, and urinary tract infection (uti) like symptoms even though the patient didn¿t have a uti. The patient had additional falls in 2014, but this occurred by the end of february or (B)(6) 2013. The patient saw their health care provider (hcp) and they told the patient the fall caused the device to turn off. The hcp turned it back on and the patient did not turn the device off on their own at any point in time. The skin over the ins site felt like it was on fire and like the patient was being electrocuted or shocked after using a tanning bed in (B)(6) 2015. The patient had to place thick towels on top of the implant after that to avoid the same issue. It had never happened again and this issue was resolved. The patient had CT scans often for unrelated issues and on several cts they could see what looked like a huge ball of wire where the lead would be. The patient had been getting cts since 2012 and at least 20 had shown the ball of wire. The patient was going to call their hcp for an appointment to determine the cause of their symptoms and potential device issues. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.